Manufacturer narrative:
Following sentence was unintendedly omitted from the initial "x-rays revealed both the leads were migrated."

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-06489.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-06489. It was reported (B)(6) the patient experienced ineffective stimulation. Reprogramming was tried to no avail. System diagnostics determined high impedances on a contact. Surgical intervention was undertaken on (B)(6) 2018 where in the leads were repositioned which resolved the issue. Effective therapy was restored postoperatively.